Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the ER with chest pain. The patient's lactate dehydrogenase level was elevated and continued to rise. His international normalized ratio was 1.9, but previously it was sub-therapeutic so the coumadin dosage was increased on (B)(6) 2015. The patient was started on heparin IV, a ramp study was performed, and a cardiac catheterization was planned. Further information was not provided.

Manufacturer narrative:
The device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. H3 other text : placeholder

Event description:
Additional information received indicated that the patient suffered a stroke on (B)(6) 2015. Subsequently, the patient was transferred to a rehabilitation facility and the patient's lactate dehydrogenase level started to increase. The pump was subsequently exchanged on (B)(6) 2015.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Information was received from the (B)(4) registry stating: on (B)(6) 2015. Patient admitted to (B)(6) after a nstemi, suspected to be due to pump thrombosis, ldh 1750. On (B)(6) 2015,stroke code for acute onset aphasia, left sided hemiplegia, ir angio , shows emboli/ischemia. On (B)(6) 2015 tee shows no evidence of clot. Despite aggressive therapy with heparin, coumadin, asa and plavix, patient's ldh remained persistently high elevated in the 950 range. This was discussed with surgeon at our hospital and feeling was that he may need exchange at some point. On (B)(6) 2015, transferred from (B)(6) for consideration of lvad xchange. (B)(6), ldh 1383, heparin infusion. On (B)(6) 2015 CT lvad obstruction protocol shows; proximal lvad outflow graft demonstrates an ovoid lumen approximately 50% narrowing; this may represent interposed fluid from deration of the graft versus eccentric thrombus. On (B)(6) 2015, ldh 2304. On (B)(6) 2015, patient has lvad thrombosis and end organ dysfunction needs lvad xchange. (B)(6), patient was taken to or for lvad xchange , heartmate ii explant and heartmate ii re-implant.

Manufacturer narrative:
Although thrombus was confirmed during the evaluation of the returned pump, the findings could not be conclusively correlated to the events in (B)(6) 2015. The patient received a pump exchange on (B)(6) 2015 and the pump was returned with the percutaneous lead cut approximately 9 inches from the pump housing. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in the outlet stator. The thrombus did not show any laminated layering, indicating that the thrombus did not form in the outlet stator. The evaluation could not determine the duration the thrombus had been present in the outlet stator and could not conclusively correlate the thrombus to the events reported in (B)(6) 2015. The origin of the thrombus could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.